Event description:
Reporter indicated that the output current of the generator spontaneously changed to 0ma. The anomaly was discovered during a routing office visit. Patient reported that they had not felt stimulation for past six months which correlated to the last office visit. Further investigation indicated that at the previous office visit the output current was set to an output current of 1.75ma and diagnostics were performed with results within normal limits. No interrogation was done as the last step. Generator has now been set to 0.5ma and patient does not feel stimulation.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.